Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. The customer's blood glucose level was 128 mg/dl. The customer stated that the bolus doesn't appear in history. The troubleshooting was performed. The customer was assisted in programing a 0.200 normal bolus into the air and the bolus was recorded in history. The customer was advised that we will replaced insulin pump as a courtesy.